Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received. A patient experiencing a recharge burden was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient weight. Further information was requested but not received. Event date is estimated.

Event description:
It was reported the patient's ipg was replaced on (B)(6) 2023 due to an increased recharge burden.